Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced uncomfortable pulse generator. The clinical diagnosis was pain secondary to implantable neurostimulator (ins) pocket seroma. The patient reported painful pocket generator with swelling. The outcome was reported as resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. An examination showed no signs of infection. The etiology was reported as not related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: multiple back operations.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was observed post operation. The event was reported during a follow up visit. No diagnostic/troubleshooting was performed. There were no results from diagnostics or troubleshooting. There was a plan to revise stimulation to smaller size. It was unknown if the uncomfortable pulse generator resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.